Manufacturer narrative:
Submit date: 01/28/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a lite glove. The customer states that the lite handle tears on the handle. The issue was discovered during the procedure.